Manufacturer narrative:
The old unit has been replaced. A return of the device has been initiated. Once the device is received an investigation will be conducted and a followup will be submitted if required.

Event description:
According to the patient, the light on the poc was yellow then red. The patient was at a doctor's appointment when the patient began to feel faint. The patients doctor checked the patient's oxygen level and called an ambulance. The patient was then taken to the emergency room where they received oxygen and medication until they could go home and use their stationary unit.